Event description:
The insulin pump was returned due to a blank display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.